Event description:
Event description guidant received information that the monitoring voltage for this cardiac resynchronization therapy defibrillator (crt-d) was 2.76 volts (i.e. Not consistent with the box labeling value).